Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's battery was depleting too fast. The customer's blood glucose level was high with a large level of ketones. Insulin injections were used to address the bg level and were to be used to manage diabetes.